Event description:
Customer reported an unexpected negative reaction with crrid on the galileo. A patient sample was run using the 2_cell screen assay previously and positive reactions were observed. The patient is a female with no previous transfusion history. The sample was also run manually using a panoscreen iii and panocell 10. Both these results were positive; the antibody was identified as an anti-k.

Manufacturer narrative:
Confirmed the presence of the k antigen on retention capture-r ready-ID, lot id082 with anti-k, lot qc#1 (diluted 1:256) using retention capture-r indicator red cells by calibrated method. Ab_ID testing was performed on an in-house galileo with customer's returned sample using retention capture-r ready-ID, lot id082 and capture-r indicator red cells. Sample exhibited moderate (2+) reactivity with cell #8 and was nonreactive with all other cells. Hemagglutination tube testing was performed with customer's returned sample using k+k+, k+k-, and k- cells from retention panocell-16 at all temperatures. Immuadd, was used as potentiator. Weak (+/- to 1+) reactivity was observed at all temperatures and/or phases (is, 20'rt, 15'37c, and iat). Hemagglutination tube testing was performed in parallel with customer's returned sample using k+k-, and k- cells from retention panocell-16 substituting pbs for anti-igg in one set of tubes. Weak reactivity was observed with k+ cells with anti-igg. K- and pbs tubes were negative.